Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support who provided pump reset information and guided the caller through the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but instructed to call back if the issue recurred.